Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4080011 were reviewed and no abnormal issue were found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cfl4080011 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified.

Event description:
Invalid result(s). Customer purchased a flowflex plus kit and no results displayed. No lines at all appeared. She followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. She is not able to provide a picture. The kit was purchased at walmart.